Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation issues and the identified wear and deformation issues, as a complete circumferential break was noted approximately 4.7 cm from the distal end of the cath-lock that was elliptical in shape. A partial circumferential break was noted approximately 0.7 cm from the proximal end of the distal catheter segment. The proximal end of the distal catheter segment was elliptical in shape. The surfaces of the complete circumferential break on both the proximal and distal catheter segments were observed to be smooth in one region and finely granular in another. Both edges of the partial circumferential break on the distal catheter segment were noted to be smooth and rounded. The investigation is inconclusive for the reported difficult to flush and suction issue, as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post port placement procedure to treat gastric cancer, no blood return was noted and the device was allegedly difficult to flush. It was further reported that a chest x-ray revealed catheter was allegedly broke. The distal segment of the catheter and port body was reportedly removed off the body. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 04/2023.

Event description:
It was reported that two years and eleven months post port placement to treat gastric cancer, allegedly there was no blood return and the device was allegedly difficult to flush. It was further reported that a chest x-ray was performed and revealed catheter breakage. The distal segment of the catheter and port body was reportedly removed off the body. There was no reported patient injury.